Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The "call tech support" error was displayed on the receiver, the data log could not be retrieved and functional testing could not be performed. A communication tool audio test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker.